Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported by the hospital that the surgeon was in a shoulder athroscopy case and noticed that the wand on the vapr s90 electrode was defective. According to the report, it was arcing as if it were up against the metal but it was clearly not. It was reported that the probe was replaced with a different one but had the same problem. A different vapr generator was used but still had the same problem. It was reported that the surgeon stopped using the probe and fortunately was able to complete the little bit of remaining case without it. It was reported that the surgery was completed without using a radiofrequency probe. It was reported that there was no spark inside the joint. Just the noise that is usually made when the tip comes into contact with metal. The case was not extended more than 30 minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.